Event description:
A falsely elevated troponin I result was obtained on the dimension rxl max. The result was 3.24 ng/ml. The elevated result was questioned by the physician since it did not match the clinical picture and testing was repeated on a redrawn sample. Results were 2.11, 2.28 and 2.89 ng/ml. Other markers used resulted in mmb, myo and ECG with normal results (no data provided). Pt was admitted to the hospital but treatment was not prescribed nor altered and there was no report of adverse health consequences to the pt as a result of the falsely elevated ctni result. Analysis of the instrument data does not identify a device failure. Cause of falsely elevated troponin I results is unknown.